Event description:
It was reported that the patient sustained unspecified injuries following the use of rhbmp-2/acs in an unspecified spinal fusion surgery. No additional information was reported.

Manufacturer narrative:
(B)(4): neither the device nor films of applicable imaging studies were returned to the manufacturer for evaluation. Therefore, we are unable to determine the definitive cause of the reported event. Products from multiple manufacturers were implanted during the procedure. Although it is unknown if any of the devices contributed to the reported event, we are filing this MDR for notification purposes.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that on the patient was pre-operatively diagnosed with recurrent disc herniation, l4-l5. Segmental instability with internal disc derangement, l4-l5 and underwent the following procedures: revision left l4-l5 discectomy and wide decompressive foraminotomy. Placement of milled bone prosthesis and local bone between the vertebrae at l4-l5. Bilateral-lateral fusion, l4-l5 with bone morphogenic protein and instrumentation. Intraoperative spinal cord monitoring. As per op-notes,¿ we then impacted abundant amounts of the patient¿s local bone and a 10 x 26-mm milled bone prosthesis. The graft was recessed several millimeters and this position confirmed radiographically. Adequate hemostasis was achieved with the bipolar elec trocautery. Gelfoam was laid over the laminectomy defect. A decortication of the lateral gutters was now completed. Now bmp-impregnated sponges in the form of fajitas were laid into the lateral gutters bilaterally and overlaid with the remaining local bone. We now selected appropriate-length rods and contoured them to reproduce the desired lumbar lordosis, applied them and locked them in place. ¿the patient tolerated the procedure well without any intraoperative complications.